Manufacturer narrative:
The unit had an intermittent button response due to a corroded keypad. The unit had no button error alarms. The unit had minor scratches on the lcd window, a cracked case at the display window corners, a broken belt clip slot, and a corroded battery tube. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report a button error alarm and cracks around the screen. The customer's blood glucose level was 211 mg/dl. The customer received a replacement device and was informed to return the device for analysis.